Manufacturer narrative:
The initial reported event of fracture, high impedance and sensing issues were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to the lead integrity alert (lia) triggering. There was high impedance and multiple non-sustained ventricular tachycardia (vt) episodes. The device was interrogated and lead noise was confirmed. The right ventricular (rv) lead had an apparent fracture. The lead was capped and a new pace/sense lead was implanted and the high voltage coil remains in use. It was further reported that only the superior vena cava (svc) shocking coil was plugged into the device; however the svc shocking capability had been programmed off previously. The remainder of the lead was capped and replaced. No patient complications have been reported as a result of this event.